Event description:
Blood found to be slowly running down outside of return line tubing. Leak seemed to originate from return pressure sensor pad although no track was visible. Set was replaced and treatment restarted.